Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.75x15mm nc trek rx balloon dilatation catheter (bdc) was inserted over an unspecified guide wire and the balloon appeared to be missing from the device. The nc trek was removed from the guide wire. A same size nc trek was used to continue the procedure. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported shaft detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
Subsequent to the previously filed medwatch, return device analysis revealed the distal portion of the catheter shaft was separated and the balloon was not returned. The site confirmed that the distal portion was discarded. The site confirmed that the distal shaft separation was noted after withdrawing the device from the dispenser hoop. No resistance was noted during sheath removal. The device was not prepped outside the anatomy prior to use. No additional information was provided.